Event description:
It was reported that a patient underwent a divinci total hysterectomy and an anterior pelvic floor repair and mesh was used. Following the procedure, the patient developed a retropubic hematoma which the physician drained . The patient presented with a fever and infection. A CT scan was done which showed a vaginal cuff collection and cardinal ligament thickening on the left.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.